Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an inappropriate shock that was delivered for af with rvr. It was noted that the shock was delivered due to undersensing on the atrial channel and programming changes were discussed. Device remains implanted.

Event description:
New information notes that programming changes were made, the patient is fine and stable.